Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal¿ spike connector (c180j) separated from the saline bottle during use and leaked at the spike connection site. The following information was provided by the initial reporter, translated from japanese: "this is a report about disconnection of spike and c35 of c180j. The customer's report is as follows: a saline bottle and an IV line were connected without any problem, upon priming with saline. After that, the IV line suddenly fell off the bottle, and the connection of the spike and c35 of 180j was detached."

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 2210215 d4: medical device expiration date: 31-mar-2025 h4: device manufacture date: 25-jan-2023 d4: medical device lot #: 2210216 d4: medical device expiration date: 31-mar-2025 h4: device manufacture date: 25-jan-2023 h6: investigation summary one sample was returned to our quality team for investigation. Through visual inspection, the spike is observed to be disconnected from the connector. It was noted there is visible traces of the solvent used to adhere the spike to the connector, indicating it was applied, however, we cannot verify it was the proper quantity. A device history review was performed for reported lot 2210215, 2210216 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the same lot were used for additional evaluation. The product was visually inspected, no defects were observed. Upon performing assembly force testing, all product met required specifications. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. Although we could not identify a direct problem, it was determined this incident was likely related to a failure in the dispenser that doses the solvent.

Event description:
It was reported that the bd phaseal¿ spike connector (c180j) separated from the saline bottle during use and leaked at the spike connection site. The following information was provided by the initial reporter, translated from japanese: "this is a report about disconnection of spike and c35 of c180j. The customer's report is as follows: a saline bottle and an IV line were connected without any problem, upon priming with saline. After that, the IV line suddenly fell off the bottle, and the connection of the spike and c35 of 180j was detached."